Manufacturer narrative:
In-house testing was performed on retained kit lots 160525 and 160619 with the following internal whole blood and serum/plasma control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing batch records for lot 160525 and lot 160619 were reviewed. Both lots met the required release specifications. The customer returned the patient sample and it was tested with retain devices of the same lots, 160525 and 160619. The (B)(6) result was replicated with each lot. Testing of the returned patient sample is intended to replicate the customer's reported issues. A review of the complaints reported (B)(6) related to lot numbers 160525 and 160619 showed that the complaint rate is (B)(6) respectively. The evidence available does not indicate that the product is performing outside label claims. The exact root cause of the reported issue could not be determined. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
A (B)(6) result was reported on an edta whole blood sample tested with the alere determine hiv 1/2 ag/ab combo. The patient was confirmed (B)(6) with a 3rd generation hiv test followed by hiv-1 rna. There is insufficient evidence to determine if a malfunction occurred. The patient gender, pregnancy status, treatment and patient outcome were unknown. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by alere (B)(4).; however, this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th to march 2nd, 2018 at alere (B)(4). ((B)(4)).